Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for rapid ventricular rate (rvr) during a fast episode within the ventricular tachycardia (vt)/ventricular fibrillation (vf) zone. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.